Event description:
While the physician was placing a stent into the coronary artery the guide wire separated. Following the guide wire separation a dissection in the ramus branch occurred causing a cardiac tamponade. In the efforts to relieve the tamponade, the pt cardiac arrested. A thoracotomy was performed which successfully treated the tamponade. The pt reportedly sustained a cva. Hospital holding device indefinitely.